Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. All operating currents are within specification. Insulin pump passed self test. Insulin pump powered up properly after battery insertion with no display anomaly noted. No unexpected blank display noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs and that the device has display delay. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 140 mg/dl at time of reporting. Nothing further reported.